Manufacturer narrative:
H10 - one used list# ch2000s-c, spinning spiros (lot# 4605457) was received and visually inspected. As received, the spin feature was activated and spinning freely. No spline damage or shear tab anomalies were identified. No damage on the female luer threads was observed. No mating devices were returned. The used spinning spiros met measurement expectations outlined in the product performance specification. The reported complaint of a disconnection can be confirmed as the spiros was returned activated. However, without the return of the disconnected mating device, a probable cause cannot be determined. A device history review for lot# 4605457 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a spinning spiros® closed male luer, red cap that disconnected at the connection between the spiros and the primary tubing during chemotherapy infusion; however, remained connected to the max plus. It was reported that the chemo drug that may have been used was cytarabine, methotrexate or blinatumomab; the length of time occurred from 10 minutes to 18+ hours and there may have been 1 ¿ 5 ml blood loss or bleed back. The chemo drug came into contact with the patient and the chemo spill was cleaned per facility protocol. The tubing and drug was replaced and therapy was resumed. There was patient involvement and no harm was reported.